Event description:
It was reported that the device was found in backup mode. Device reprogramming was not possible due to normal battery depletion. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of device in backup mode was confirmed; the reported event of longevity anomaly was not confirmed. The device was received in backup condition and review of the device image indicates the pacer triggered backup mode consistent with code corruption caused by an unknown source. Additional information was requested to the field regarding exposure of the device to external source of energy and the field indicated no MRI or x-rays were registered on that date. The device image indicates autocapture was enabled. When automatic settings are programmed, such as autocapture, the device output adjusts itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. The device code was re-loaded onto the pacer after replacing the battery and programmed to nominal conditions successfully. Electrical tests performed under nominal conditions indicate normal results. Further evaluation under various pulse amplitudes indicated normal functionality and no backup conditions could be reproduced. Longevity assessment was performed, and the pacer exceeded projected longevity indicating normal battery depletion.